Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that not all keys on the keypad work. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported not all keys on the keypad work, which were confirmed during evaluation. Visual inspection found the cause was a damaged keypad. The keypad and the front case were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.